Manufacturer narrative:
Additional information: d10 the reported event of ¿pacing problem¿ was not confirmed. The device was in normal mode when received for analysis. Analysis performed indicated the device exhibited normal characteristics. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator implantation procedure, it was observed that the pacemaker was not pacing when connected to the electrocardiogram. The physician attempted to reconnect the device with no success. The pacemaker was exchanged during procedure on (B)(6) 2020. The patient remained in stable condition.